Manufacturer narrative:
(B)(4). Customer has indicated that the device is in the process of being returned to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the needle sled bent when the surgeon was finding an insertion point for the second anchor. Due to this, the second anchor could not be placed in the tissue, and the first anchor had to be removed. An alternative device was utilized to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As received, the instrument is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.